Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl. Reportedly, the customer consumed food and had additional adrenaline from being excited. Additionally, the customer delivered too many units of a bolus to cover food consumed. The contact verified that the reported issue occurred due to user error. The customer received assistance from the emergency medical support (ems) and juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.